Event description:
It was reported that the patient was having a driveline communication fault alarm on their controller. This fault was confirmed in the hospital, and the physician replaced the modular cable and controller. The alarm was cleared.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via log file analysis. Review of the log files revealed on (B)(6) 2026, intermittent com a faults activated. Shortly after on (B)(6) 2026, a driveline communication fault alarm activated due to the com a faults. The alarm did not resolve within the log file. Pump operation was not affected. The heartmate 3 vad modular cable (lot number 8052576) was not returned for analysis. Reported information stated that the controller and modular cable were exchanged, resolving the alarm. The situation was going to be monitored, and no product was planned to be returned for evaluation. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website . Heartmate 3 IFU, rev. B section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. B section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline communication fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿equipment maintenance¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 instructions for use section 2-¿system operations¿ explains how to replace the modular cable. The IFU cautions the need for having a caregiver present during an exchange. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.